Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2023 where in the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The unique device identifier is unknown as the device was manufactured prior to 2012. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.